Event description:
It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit was implanted on an unknown date. A lynx suprapubic sling system and two xenform tissue repair matrices were also implanted. The implantation dates provided are (B)(6) 2009 and (B)(6) 2009, but it was not specified which device/s were implanted on each date. According to the complainant, post-procedure, the patient experienced urinary problems, pelvic pain, abdominal pain, dyspareunia, bleeding, urinary tract infections, vaginal vault prolapse and stress urinary incontinence. All other information is unknown and unavailable.